Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the battery door was cracked and the lens was scratched. Review of the event history log showed an occurrence of "system fault 41622." Functional testing duplicate the reported issue. The investigation determined that an inoperable motor was the cause of the reported issue. The motor was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that during testing the pump exhibited error code 41622. There was no patient involvement.